Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The imaging system failed to boot past the motion controller check. Replaced the power conversion board and verified that the system functions as intended. The power conversion board has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system displayed the message "initializing, please wait" and could not be driven. It was reported that the system gantry could also not be moved, the handbrake did not make any sounds, the system was able to clear e-stop, and it could not enter lift and shift mode. The system was rebooted twice without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the suspect power conversion board was completed. Testing found a shorted diode on the enclosure. This led to no power being provided for motion. Confirming the reported event and an electrical failure.